Event description:
A nurse reported, a surgeon complained that the globe was under pressure event though the intraocular pressure setting was in the 60mmhg range. According to the surgeon, there was power outage that affected the entire campus earlier in the week, and he thinks that may have somehow affected the system. During this surgical day, the surgeon indicated that there was no pressure when he would switch to the "air" setting. The eye subsequently went soft. During troubleshooting, the line was checked several times and no kinks were found. When the surgeon started to perform endolaser, the eye "completely collapsed,". A second system was brought in to complete the case. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met product specifications. The replaced fluidics module was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).